Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had issue with dispensing medication. The technical support specialist stated that customer confirmed issue was on adt side and xml was configured. The system functioned as intended after the customer troubleshooted the device. Serial number, UDI number and manufacturer date were blank and requested tsc for the affected device serial number, since the mentioned asset info was "(B)(6).".

Event description:
It was reported by the customer that a pyxis medstation system had an issue with dispensing medication. The customer stated that the medication dispensing wrongly, the med order (baclofen) with a frequency of every 8 hr prn but showed up as a every 8 hr scheduled med. The issue caused a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.